Event description:
It was reported that the pacemaker alerted for high out-of-range pace impedance of 2,300 ohms on the right ventricular lead (non-boston scientific product). There had been numerous jumps in impedance over the previous year. The lead safety switch was also triggered, changing the programming from bipolar to unipolar. Some noise was present on the rv channel, with one beat of pacing inhibition observed. The plan was to stay programmed to unipolar pacing and bipolar sensing. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the pacemaker alerted for high out-of-range pace impedance of 2,300 ohms on the right ventricular lead (non-boston scientific product). There had been numerous jumps in impedance over the previous year. The lead safety switch was also triggered, changing the programming from bipolar to unipolar. Some noise was present on the rv channel, with one beat of pacing inhibition observed. The plan was to stay programmed to unipolar pacing and bipolar sensing. The pacemaker remains in service and no adverse patient effects were reported.